Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step. Tandem technical support educated the customer to complete the cartridge air removal step prior to filling the cartridge. There was no reported impact to the customer's blood glucose level. Customer continued to use the existing cartridge.